Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was implanted with a right ventricular (rv) lead that exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. During a post-implant check two days later, the pacemaker was discovered to still be in storage mode. Surgical intervention was performed and the rv lead was explanted and replaced. The pacemaker remains in service and no additional adverse patient effects were reported.